Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) requesting service as needed. During servicing, damaged bearings and neuro tip were found. It is known that the device was not used in surgery. It is not known if any patient/ user injuries or medical intervention occurred. There was no additional information provided.